Manufacturer narrative:
The device was evaluated and repaired by a field service technician. The hand control was replaced. The device is working properly.

Event description:
Consumer alleges hand controller stopped working and she had to call 911 to be removed from chair.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges hand controller stopped working and she had to call 911 to be removed from chair.